Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient developed so much epidural fibrosis that the placement of two new leads was unsuccessful. The patient was being referred to a neurosurgeon for placement of a paddle lead. Information was originally reported in manufacturer report # 3004209178-2013-04395. After further review it was noted the two events should be reported separately.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).